Event description:
This is a follow up report to capture new information received from the rep in this case, who reported that the physician performing this procedure confirmed that the lead extraction procedure had nothing to do with the event that needed the intervention in this complaint. This information requires a follow up report which captures that this event was procedure related, and is not related to the use of any spectranetics devices in use during the lead extraction.

Manufacturer narrative:
New information about the procedure, no longer involving any spectranetics devices, documented in this section. Number not populated since this event is no longer spectranetics device related. New conclusion code populated in this section. Placeholder.

Manufacturer narrative:
Device lot # could not be obtained from the user facility. The device expiration date is determined by the lot# and therefore unavailable. The device manufactured date is determined by the lot# and therefore unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract 2 nonfunctional leads, the spectranetics lead locking device (lld) 518-062 and the spectranetics tightrail rotating dilator sheath were utilized. The two lead extractions were completed, one in the right atrium (ra) and one in the right ventricle (rv). 15 minutes after the leads were extracted and new leads implanted, surgical intervention was required as a perforation of the ra had occurred. Rescue interventions were successful and the patient survived the procedure. The spectranetics devices were not in the area when the perforation occurred and there is no allegation of a malfunction of any of the spectranetics devices.